Manufacturer narrative:
Initial MDR, if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Event details: it was reported that the luer-lock connector broke and remained completely stuck in the needle. When did the incident occur? During use. Was the device being used in/on patient when the issue occurred? Don¿t used on the patient. It was for medication preparation.

Event description:
No additional information.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: two photos along with the physical sample were provided to our quality team for investigation. Upon inspection, we observed that the syringe tip had broken off. There was no visible damage or defect to indicate why the breakage occurred. A device history review was performed for reported lot 2507026. No deviations or non-conformances were identified during the manufacturing process that could have contributed to this observation. As part of our standard quality process, final products from this manufacturing line undergo both visual and functional inspections throughout multiple stages of the manufacturing process, including tip and thread verification. No issues related to the reported condition were identified during these inspections. Based on the available information, no root cause linked to the device or our manufacturing process was identified. It is possible that the tip broke as a result of over-tightening during connection with the mating device; however, this cannot be confirmed at this time. Complaints received for this device and reported condition will continue to be tracked and trended for future occurrence.